Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while attempting to deliver a bolus. Customer's blood glucose level was 170 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. A new cartridge was successfully loaded, and customer resumed insulin therapy.